Event description:
The hospital reported that the ductus venosus measurement is inaccurately calculated in viewpoint. There was no patient injury reported. Investigation revealed that the dv-piv calculation is not used as a single source of information which could lead to misdiagnosis. However, because the dv-piv is an input parameter for the trisomy risk factor calculation, a wrong trisomy risk factor would cause an amniocentesis to be ordered which is not medically indicated, and which has a risk of fetal demise in approximately 1% of such cases. The result of this software issue is an incorrect trisomy risk factor, and the physician who does not recognize that the factor is incorrect could order an amniocentesis or recommend that a pregnancy be terminated.

Manufacturer narrative:
The incident date is unknown. Viewpoint uses a different formula than the ultrasound system to generate a ductus venosus pviv. It currently takes the values from the ultrasound system and recalculates an abnormal valve, but once all the associated dv measurements are manually removed from viewpoint the correct value appears and matches the correct (normal) value that was originally taken in the ultrasound system. This causes false abnormal diagnosis. The internal viewpoint calculation must be turned off and viewpoint needs to only display the exact values transferred over from the ultrasound system. Viewpoint 6 is an ultrasound it solution (software) for patient and exam data, and is used to generate reports to aid in diagnoses. Data can be altered by a function called 'absolute' which converts measured values received from ultrasound scanners into a positive value for further processing and display. Beginning with version 6.3 the trisomy risk factor included the calculated value for ductus venosus pulsatility index (dv-piv). When negative valves for peak systolic velocities (psv) and time averaged max velocities (tamx) are received they are changed to a positive value. Subsequently the dv-piv, which is one of the factors used on generate a trisomy risk factor, is calculated incorrectly and therefore the trisomy risk factor is incorrectly calculated. Therefore, the root cause is within software where the application of the 'absolute' function on psv and tamx values when calculating dv-piv is used.